Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the damage to the organic light emitting diode (oled) screen could be seen through the clear section of the rear handle housing. It was reported that the handle turned on, but the display did not operate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of loose motor screws. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the handle turned on, but the display did not operate. The lcd of the power handle was not showing. There was no patient involvement. Medtronic's initial evaluation of the incident device found that after taking a part the handle, motor two was found to be loose.